Manufacturer narrative:
Getinge representative reported that the device cannot be repaired due to a lack of spare parts as the device is at end of life, and has been taken out of service.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's display was damaged. The display flickered as soon as it was switched on. A different device/therapy was then used for the treatment. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.